Event description:
An unexpected error application error was reported on abbott diabetes care (adc) device and the customer was unable to receive readings. As a result, the customer experienced medical event and received an unspecified third-party treatment. Details of the treatment was not provided as the customer refused to provide additional information pertaining to the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for unexpected application error. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unexpected error application error was reported on abbott diabetes care (adc) device and the customer was unable to receive readings. As a result, the customer experienced medical event and received an unspecified third-party treatment. Details of the treatment was not provided as the customer refused to provide additional information pertaining to the reported issue. There was no report of death or permanent injury associated with this event.